Event description:
As reported, during incisional/ventral hernia mesh repair procedure, a non-bard mesh was fixated using the optifix fixation device. It was reported that after approximately 20 fasteners were implanted successfully, the textured tip of the fixation device had dislodged from original position, become loose, but not had completely disconnected from device. It was also reported that counter pressure applied perpendicular to the mesh or tissue and internally was too high for the applicator as the surgeon requested to push the limits of the product by putting tension on tip of fixation device and using it to drag mesh under tension. The procedure was completed using a non-bard/davol fixation device. There was no reported patient injury. The surgeon is a first-time user of the device.

Manufacturer narrative:
As reported, during a incisional/ventral hernia repair, increased pressure was applied to the tip of the optifix fixation device and it was used to drag the mesh under tension upon the surgeon's request, after which the insert on the cannula tip partially detached. There was no patient injury and the subject device has been discarded. The precautions section of instructions-for-use (IFU) supplied with the device indicates, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Based on the information provided, this event is identified as a use related issue due to the application of extra pressure and different deployment technique. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the imdrf annex a code. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned; device discarded.

Manufacturer narrative:
As reported, during a incisional/ventral hernia repair, increased pressure was applied to the tip of the optifix fixation device and it was used to drag the mesh under tension upon the surgeon's request, after which the insert on the cannula tip partially detached. There was no patient injury and the subject device has been discarded. The precautions section of instructions-for-use (IFU) supplied with the device indicates, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Based on the information provided, this event is identified as a use related issue due to the application of extra pressure and different deployment technique. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Device discarded.

Event description:
As reported, during incisional/ventral hernia mesh repair procedure, a non-bard mesh was fixated using the optifix fixation device. It was reported that after approximately 20 fasteners were implanted successfully, the textured tip of the fixation device had dislodged from original position, become loose, but not had completely disconnected from device. It was also reported that counter pressure applied perpendicular to the mesh or tissue and internally was too high for the applicator as the surgeon requested to push the limits of the product by putting tension on tip of fixation device and using it to drag mesh under tension. The procedure was completed using a non-bard/davol fixation device. There was no reported patient injury. The surgeon is a first-time user of the device.